Manufacturer narrative:
Vascular complications are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Please refer to comments section for bibliography.

Event description:
This event happened outside of the USA, in (B)(6). According to the received information, the patient has been injected with teosyal rha 2 in the lips on the (B)(6) 2021. An ecchymosis has been developed while the practitioner was injecting the lower lip. At the end of the injection, the injector noticed the presence of a light violet area (along the pathway of the labial arteries) on both lips. On the (B)(6) 2021 the patient claimed suffering on the nose wings. The injector diagnosed a possible vascular compromise and prescribed an intramuscular injection of cortisone 4 mg. On the (B)(6) 2021 the injector visited gain the patient and prescribed another intramuscular injection of cortisone 4 mg. A medical expert contacted suggested to inject hyaluronidase as soon as possible. According to the latest received information, the injector did not inject hyaluronidase and the patient did not take any additional treatment. However the issue is completely resolved with no sequelae.